Event description:
During a surgical procedure a screw popped out of the device. No impact to a patient or procedural delays were associated with the event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
During a surgical procedure a screw popped out of the device. No impact to a patient or procedural delays were associated with the event.